Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/24/2019.

Manufacturer narrative:
Date sent to FDA: 07/01/2020. Additional narrative: it was reported that the patient underwent mesh repair surgery on (B)(6) 2017 due to recurrent incisional hernia. It was reported that the patient underwent mesh revision surgery on (B)(6) 2018 due to recurrent ventral hernia. It was reported that the patient underwent mesh revision surgery on (B)(6) 2018 due to recurrent incisional hernia and bowel obstruction. And undergone another mesh repair surgery on (B)(6) 2019 due to recurrent incisional hernia. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.